Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that after placing another company's stent in the proximal left anterior descending (lad), another lesion was found distal on the angiogram. A 3.0 x 28 mm promus otw was implanted and a second 3.0 x 28 mm promus stent was selected, and attempted for treatment, but it would not cross the lesion. So, the physician applied pressure trying to pull the stent delivery system (sds) back; however, the stent dislodged and landed in the lad. Attempts to snare the stent were unsuccessful. An angiogram was performed, and a 2.0 balloon was used in an attempt to pull the stent into the guiding catheter. Angioplasty was performed and the stent was compressed against the vessel wall using another 3.0 x 28 mm promus stent. Post dilatation was performed at 16 atm with a 3.0 balloon. The patient is reported to be fine. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labelling of abbott vascular's drug eluting stent in the us.